Manufacturer narrative:
The customer did not return the suspected product for investigation. Device history records for both contour next link 2.4 meters involved in the event were reviewed and no manufacturing anomalies were found.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
An advocate from (B)(6) reported that the customer obtained erratic blood glucose readings on two separate contour next link 2.4 meters. The advocate stated that there were two instances of erratic readings. In the first instance, the readings of 20 mg/dl and 124 mg/dl were obtained on two separate meters. While in the second instance, readings of 36 mg/dl and 106 mg/dl were obtained on two separate meters. The customer had no symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.